Manufacturer narrative:
Correction: the previous MDR submitted on june 26, 2024, was filed inadvertently. There was no infection as previously reported.

Manufacturer narrative:
This report is submitted on june 26, 2024.

Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.